Event description:
It was reported the patient programmer displayed the "call your doctor icon" and an out of regulation (oor) condition was noted. It was unknown it the oor condition happened the date of this report or a few days prior. It was noted the patient only used his patient programmer for on/off usage. The patient was "getting great stimulation control and great usage". Additional information received a week later reported the patient programmer still displayed oor. The patient's implantable neurostimulator (ins) was interrogated with a physician programmer and it was found the original settings had been preserved. It was also noted impedances readings were normal and the battery level (2.96 v) was "good". The device was then interrogated with the patient programmer and it was functioning "normal". The cause of the oor condition was thought to be due to the "possible use of electrocautery during a surgical procedure" a few weeks prior to this report. It was reported the condition was resolved. It was also noted the patient's device would be checked again in 4.5 weeks.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3387s-40, lot# va005vq, implanted: (B)(6) 2012, product type: lead product ID 3387s-40 lot# va005vq serial# implanted: (B)(6) 2012, product type: lead. (B)(4).